Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced recurrent nocturnal hypoglycemia while using the device, followed by a cracked screen on the ilet that resulted in an alert and subsequent device replacement; after replacement, the user reported no further issues. Symptoms included low blood glucose episodes during nighttime hours. Outcomes included resolution of the issue after the ilet was replaced. Investigation included review of device performance and user support interactions. Investigation of this case revealed a damaged user interface component consistent with a cracked screen, with no additional device malfunctions reported after replacement. It was concluded that the hypoglycemia events were user-experienced clinical events with unclear causation relative to device function, while the device exhibited a hardware screen failure that was addressed by replacement.